Event description:
It is reported that a hair was found on the implant when opened in surgery.

Manufacturer narrative:
Evaluation summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. It cannot be determined with certainty when the hair fell into the packaging, however, it is highly unlikely that the presence of the foreign material found in the sealed package would lead to any infections or other bio-incompatibility if the device had been used. Evaluations: device history records indicate all components were manufactured and inspected to specification.